Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a hot system controller when connected to the mpu was not confirmed. A review of the submitted log file spanned approximately 7 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). There were only routine power cable disconnect alarms active in the log file. The controller temperature ranged from 40 to 55 degrees c. No other notable alarms active in the log file. A review of the submitted log file of the new controller spanned approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). There were only routine power cable disconnect alarms active in the log file. The controller temperature ranged from 30 to 45 degrees c. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the lcd of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-04416. It was reported that patients controller was "too hot to touch" only when attached to wall power outlet via mobile power unit. The patient did not have any modifications to his equipment and did not experience any alarms. He reported that the controller would cool off when on battery power. He did not use electric blankets or report any other activities/details that may lead to this issue. Log file analysis captured controller temperature readings. The patients controller and mobile power unit were exchange . The patient said reported that the exchanged controller did not feel warm. Log file analysis captured a few set speed changes, clusters of pulsatility index events, as well as routine power source changes. The controller temperature readings appeared to be within normal parameters.